Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported partial clip movement appears to be related to procedural conditions. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip device referenced in b5 is being filed under a separate medwatch report number. Na.

Event description:
This is filed to report partial clip movement. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, posterior flail, and an extremely long posterior leaflet. A mitraclip xtw (20914r1027) was advanced into the left ventricle (lv), but the tactile gripper would not lower independently, and would only lower to 20 degrees simultaneously with the other, non-tactile gripper. Troubleshooting was performed and was successful. The clip was implanted in the patient. An additional xtw clip was inserted and deployed on the mitral valve without issues. A mitraclip nt (30215r1069) was then implanted laterally at a2/p2. The nt appeared to be placed with the clip arms not perfectly aligned to the line of coaptation, which resulted with some of the posterior leaflet working its way out of the clip. The clip remains attached to the posterior leaflet. To reduce the mr and stabilize the partially moved clip, an additional nt clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.